Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device discarded at the facility.

Event description:
It was reported that the surgeon was tightening a screw, and the top of the screw broke off. He was able to drill out the broken screw shaft and replace it with another screw, which inserted successfully.